Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer had a car accident and pump was bumped and stopped working. Customer insulin pump was replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to j7 connector on the printed circuit board assembly not plugged in properly. However, after reconnection of j7 the insulin pump powered on, however flashing white lcd occurred right after due to cracked lcd controller on the printed circuit board assembly. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to flashing white lcd. The insulin pump had scratched casing, minor scratches on the lcd window, pillowing keypad overlay, damaged keypad overlay texture, cracked case on the battery tube area, severely faded serial number label and peeling end cap address label.